Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the power cord had greater resistance than allowed. It was reported there was no patient involvement at the time the issue was discovered. At bench repair it was discovered that the power cord had greater resistance than allowed. Bench repair determined a replacement of the power cord was required. Investigation ongoing

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the power cord had greater resistance than allowed. It was reported there was no patient involvement at the time the issue was discovered. At bench repair it was discovered that the power cord had greater resistance than allowed. Bench repair determined a replacement of the power cord was required. At a later time, bench repair was cancelled. No further information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.